Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial under sensing during rapid atrial rhythm of smaller morphologies was observed on stored electrograms (egm) leading to early termination of atrial episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.